Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawers 1 and 2 were failed to open. A technical support specialist (tss) accessed the drawer using the tester, advised the customer to close it properly, and requested a retry. The customer then retried and was able to successfully issue the medication, confirming resolution. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer was unable to open. There were no adverse events or injuries reported based on this event.